Manufacturer narrative:
The t:slim pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 19 occurred during the load process. When the user attempted to load a new cartridge, a malfunction alarm occurred. Additionally, it was reported that an auto off alarm occurred. Tandem technical support educated the user on the auto-off safety feature. The user reported a blood glucose level of 220 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the reported issues were confirmed. In addition, a different issue was found.